Event description:
False positive result (s). Although we are fully vaccinated/boosted, had been without any symptoms at all, & home all week (except a trip to the store), we decided with our extended family to take home tests for "peace of mind" before gathering together at our homes on christmas. We were excited to find these flowflex home tests available at the store on the 23rd & took them the morning of the 24th (christmas eve). Following the directions very carefully: 3 of the 4 of us in our household were negative, but on closer inspection, my older son (with no symptoms) had a very faint, but distinct positive three times taking the flowflex test (while everyone else in our home/family continued to get negatives on a 2nd flowflex test).we found a 1 hour naat molecular lab test appointment that morning (+ a pcr that would take days to get results), that came back negative (as did the ihealth & binax home test brands given to us by friends that he took throughout the week).told by our pediatrician that morning the trend he had seen lately was that any positive would likely lead us all to test positive in a few days, and worried especially about our senior parents (some who had underlying health conditions), we cancelled all our christmas plans & isolated (while the rest of our family gathered without us). Almost a week (& $300+ in tests) later, still with no one experiencing any symptoms and all other home test brands showing negative, we finally got his negative pcr test results back.so sorry to read so many people had this same (repeated) false positive experience with the the flowflex test, & also unnecessarily missed out on holidays[?] With family for a 2nd year in a row, because we were trying to do the right thing (not to mention the emotional stress and financial loss this repeated false test result caused us).do not recommend using the flowflex test!